Manufacturer narrative:
Return requested for monitor cable. Suspect cable was discarded by the site and will not be returned to manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Found surgeon monitor cable with connector broken. Changed monitor cable and performance check device: ok. Issue resolved. System performed as intended.

Event description:
A site representative reported that their navigation system monitor was flickering. No further details regarding the issue, or when it occurred, were provided. There was no patient present when this issue was identified.